Event description:
The nephew of a (B)(6) male pt called zoll customer support to report that the response buttons on the pt's monitor were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the monitor's rear response button switch was broken from the monitor. The root cause of the damaged response button could not be positively identified but is likely excessive force on the response button switch. No adverse event resulted from the damaged response button. The pt received a replacement monitor.